Manufacturer narrative:
Patient initials are (B)(6). Other device product code used: hrs. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reportedly, broken screw was discared by the hospital. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a left proximal ulna fracture on an unknown date and was treated conservatively for seven (7) months. The patient did not heal conservatively and had a non-union that was treated on (B)(6) 2016 with a 3.5mm pelvic cortex screw to fix the left proximal ulna. Standard x-rays were taken on (B)(6) 2016. Postoperative evaluation on an unknown date revealed a persistent non-union and a broken 3.5mm pelvic cortex screw. The screw broke at the proximal third midshaft and at the non-union site. Patient underwent revision surgery on (B)(6) 2016. The entire screw was easily removed. Patient was revised to another screw and infuse bone graft. There was no surgical delay and medical intervention was not required. Standard x-rays were taken on (B)(6) 2016. The procedure was completed successfully. This report is for one (1) 3.5mm pelvic cortex screw self-tapping 120mm. This is report 1 of 1 for (B)(4).